Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system including a surgical lead on (B)(6) 2011. It was reported that the pt cannot increase his stimulation using contacts one through four on the lead. As such, he is not receiving optimal therapy relief. A diagnostic test did not reveal any issues with respect to impedance. A new program utilizing the four remaining lead contacts was issued to the pt which allowed for the increase in stimulation.